Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 385 mg/dl with nausea and symptoms of dehydration. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The pump was unavailable for troubleshooting at the time of initial contact. Customer technical support made attempts to contact the reporter to complete troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy, and the pump could not be ruled out as a contributor.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 21-jan-2019 with the following findings: the last basal delivery was on (B)(6) 2018 at 7:41 p. P.m. The reported date of (B)(6) 2016 is overwritten due to continued use of the device after the alleged malfunction occurred. There was no activity outside of normal use is observed in the black box data. The total daily doses add up correctly and reflect the programmed basal rate target. Ez-prime steps were successfully completed, and the pump was exercised for 12 hours with duplication of the alleged inaccurate delivery issue. Investigation did not confirm nor duplicate the complaint.